Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient informed his vad coordinator that the power port connections of his controller were loose. He further reported that the controller was alarming to reconnect the battery when a fully charged battery was connected. No other controller alarms or pump stop were associated with this event. The patient did not report the use of excessive force when connecting his power sources or that the device had been dropped. The device was exchanged with no reported patient consequence.

Manufacturer narrative:
The reported loose components for the returned controller were confirmed during evaluation of the device. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis revealed that the device failed visual inspection due to loose connectors and displaced gaskets at power ports 1 and 2 of the controller. Loose power connectors are currently being investigated by manufacturer. The reported power disconnect alarm that occurs when a fully charged battery is attached could not be confirmed. The controller was able to operate at the bench level without any such alarms. Log file analysis did not reveal any power disconnect alarms. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process; however, manufacturer is still investigating this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.